Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that on the chemo floor, the silicone section leaked during an infusion of an unknown medication. There was no patient harm.

Event description:
The customer reported the silicone section of the tubing leaked during an infusion of normal saline with multi-vitamins. The event occurred on the chemo floor. There was no patient harm.

Manufacturer narrative:
The customer¿s report of pump segment leak was confirmed. During visual inspection of the set received it was observed immediately that the silicone segment part number had a pin hole near the upper fitment. During functional testing a leak was immediately observed coming out from the silicone tubing near the upper fitment. Pressure testing confirmed the leak. The root cause of the customer's report could not be determined.